Event description:
Plaintiff was employed as a nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering physical injuries. Plaintiff alleges developing a latex allergy.